Event description:
The surgeon reported via our sales rep. The following event: during the operation, the screws could not be inserted in the nail. The surgeon claims misalignment of the aimer with the nail. The operation completed with another nail, with no adverse consequences to the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.